Event description:
It was reported that the system failure occurred. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. One of the rubber feet was missing. There was a primary audible alarm in history. Customer stated problem could not be verified after multiple flow and occlusion tests. The root cause of the reported issue could not be determined. Replaced speaker as a preventative measure. A corrective and preventative action has been opened to address the reported issue.